Event description:
The event is reported as: complaint alleges: "customer called saying the end user had trouble with the valve on 2 bags she used, but only has one sample available. She says she is having a problem with getting the valve to open so the bag can drain." No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective action can be established at this moment since the defective sample is not available for evaluation. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.